Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (d4, d9, h3 and h4). The device was evaluated by olympus. And the balloon was punctured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the reported event occurred, due to a force that could have been applied to the balloon, while the user was handling the subject device described in the following. The balloon was moved back and forth, while the forceps elevator of the endoscope was raised. This caused the balloon to rub against the forceps elevator, damaging the balloon. The balloon was not completely deflated when the subject device was inserted into the endoscope. This caused the balloon, which was not completely deflated to catch in the endoscope channel or forceps elevator, damaging the balloon. The instrument was operated abruptly or with excessive force when retrieving a foreign object. However, the root cause of the reported event could not be determined. The event can be detected/prevented, by following the instructions for use, which state: "before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument. Use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection-control risk, cause tissue irritation, perforation, bleeding or mucous membrane damage and may result in more severe equipment damage". "Confirm, that the balloon is completely deflated when inserting the instrument into the endoscope. If the balloon is not deflated completely, the distal end of the instrument may extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforation, bleeding or mucous membrane damage and could damage the endoscope and/or instrument". "Do not forcibly insert the instrument, if resistance to insertion is encountered. Reduce the angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly. The use of excessive force causes patient injury, such as perforation, bleeding or mucous membrane damage. It may also damage the endoscope and/or instrument". "Do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage or edema may occur". "Do not inflate the balloon with any syringes other than the attached premeasured syringe. Otherwise, the balloon may burst and the pieces could remain in the duct. This could result in mucous membrane damage". "Inflate the balloon only with air. Inflation with anything other than air may hinder expansion and contraction of the balloon." "If it is difficult to pull the plunger of the premeasured syringe when deflating the balloon, detach the premeasured syringe from the air-feeding port". Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 3-lumen extraction balloon was broken before extraction of the stone during an endoscopic retrograde cholangiopancreatography (ercp) procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was additionally reported that the balloon had burst and then pieces of it fell into the common bile duct and duodenum. The pieces were subsequently retrieved (the retrieval method was not provided despite requested). No other interventions were required and the procedure was completed with another balloon.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event as well as corrections. New information added to the following fields: b1, b2, b5, d8, d9, h1, and h6 correction made to e3, as was inadvertently left out on the initial report.